Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d1, d4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge fse was sent to investigate the issue. The fse could not reproduce the issue. The unit was returned to the customer for use.